Event description:
A peritoneal dialysis (pd) patient contact contacted (B)(6) customer service to report that the tegaderm transparent dressing-3.94"x4.72 is too strong, when he takes off, it rips his skin. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).